Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that the pump housing became "fractured." Subsequently, the pump did not deliver insulin as intended. Reportedly, the customer "glued" the fractured piece back on the pump and insulin deliver began delivering as intended. Customer continued using the pump for insulin therapy. Customer's blood glucose was 200 mg/dl.